Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the estimated battery longevity of this pacemaker was less than expected: the longevity decreased from 6.5 years to 5.5 years between 24-oct-2025 and 08-nov-2025. The longevity was 6.5 years in late october 2024 as well. It was noted that the device underwent a new software updated on 24-oct-2025, and a request was made to have the battery behavior analyzed by technical services (ts) as this patient is pacing dependent and very elderly. However, the patient was seen in follow-up at a satellite clinic, and the reporting health care professional (hcp) did not have a save to disk file to provide ts for further data analysis. The patient will be seen again in clinic in three months, at which time a save to disk will be obtained. No adverse patient effects were reported. This product remains in service.